Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of a maverick 2 balloon catheter without the shaft and balloon. 58.5cm of the hypotube and the hub were returned. The hypotube was microscopically examined. The hypotube was separated 58.5cm from the hub and the distal portion of the catheter was not returned. The fracture surface was oval as if kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. Reviews of documentation to ensure that all required in-process and final inspections and testing were completed and all acceptance criteria were met. There is no evidence that the device failed to meet applicable product specifications prior to shipment. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 31-aug-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 95% stenosed, 32mm in length target lesion was located in the moderately tortuous, mildly calcified and 3.5mm in diameter mid right coronary artery (rca). A 2.50mm x 15mm maverick balloon catheter was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed hypotube break.